Event description:
On (B)(6) 2013 - caretaker reported that her son had an allergic reaction to the device used to cover a bug bite. End user developed impetigo which resulted in physician visit, oral antibiotic and steroid cream. Symptoms corrected with treatment.